Manufacturer narrative:
Additional information: h4 device manufacture date was added the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. One sample was received for the evaluation. A visual inspection and functional testing were performed. The balloon was inflated with water and a leak was detected. A corrective and preventative action (CAPA) was opened to further investigate this issue. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the balloon leaked. No intervention was required other than replacing the product.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Additional information: the device history record (DHR) review showed no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One sample was received for evaluation. A visual inspection and a functional test were performed. The balloon was inflated with water and a leak was detected in the lower part of the tube. The reported issue was confirmed. A walk through of the process was carried out. Current process and controls were found to be followed correctly. No abnormal conditions were found that could trigger the reported condition. A corrective and preventative action (CAPA) was generated to the supplier to further investigate this issue. This complaint will be used for tracking and trending purposes.